Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii; "ruptured implant shell".

Event description:
Patient representative reported left side ¿explanted due to recall and risk of alcl." Patient representative later reported left side capsular contracture baker grade iii and "ruptured implant shell". Device has been explanted replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: not observed anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Wrinkling: not observed capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported left side ¿explanted due to recall and risk of alcl." Patient representative later reported left side capsular contracture baker grade iii and "ruptured implant shell". Device has been explanted replaced with a non-allergan device.